Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately one year post port placement, the skin around the port site was allegedly red and swollen. It was further reported that a consult was completed a few days later and it was alleged that a possible catheter-related bloodstream infection had occured. Reportedly, the port was scheduled for removal and standard treatment for infection. After cut the fiber sheath around the base and the free port base, the base was taken out. The connection between the base and the infusion port was found incomplete. During the operation, the port was retracted under the collarbone and the broken part of the port seen under fluoroscopy located between the right subclavian vein and the right atrium. After the examination, the port was found could not be completely removed. Reportedly, the entire port system was able to be remove the following day and an x-ray was completed to confirm no foreign body residue from the port remained. The puncture site was bandaged and the patient status is unknown.